Manufacturer narrative:
(B)(4): device not received yet.

Manufacturer narrative:
This report is filed april 4, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement and intermittencies with device use; however the issue could not be resolved.the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.